Event description:
Information received from another country's affiliate. The pt has been wearing acuvue advance contact lenses since 3/13/07. The pt used optifree solution and reportedly cleaned lenses with tap water and eyebon (a pharmaceutical co), the pt wore lenses for 2 weeks plus "several days." The pt reportedly had twice yearly check-ups. In 2008, the pt had a headache and od eye pain. On the next day, the pt visited eye clinic and was diagnosed with central corneal ulcer od and iridocyclitis od. The ulcer was described as round and less than 1 mm. The ecp suspected pseudomanas infection or acanthamoeba infection. Folds in descemet's membrane were observed. Stromal infiltration was observed with fluorescein staining. The diagnosis for iridocylitis made as the pupil was not dilated with mydriatic drops. A/c was not observed due to central corneal opacity. The pt's va od in 2000 was 20/20. At time of injury, od va 20/100. The pt was treated with levofloxacin q3h, tropicamide q6h, hyalein q3h, and po cefdinir and discontinue contact lens wear. The pt returned to the eye clinic. The ulcer had reportedly improved and was smaller in size. Deposits were observed in the posterior cornea. Va was not tested. On three days later, the pt returned to the clinic. The bcva was 20/30+. The corneal ulcer continued to improve. The pt continued the medication regime. On four days later, the pt visited the clinic. Slight redness was observed. The iritis had resolved. The ulcer was improved and there was a lsight opacity. The mydriatic drops was discontinued. The va was not measured. That was the pt's last visit to the clinic. The ecp was asked about the cause of the corneal ulcer. The ecp felt that since serratia was found in the lens case, the pt may have had poor compliance with lens care. One lens in a lens case was returned. The lot number was not provided. The lens was visually inspected using the aus jena dl-2 profile projector. The lens did have edge tears. A "123" io mark was on the lens indicating the lens is a vistakon product. No additional information is available at this time. Any additional information will be reported within 30 days of receipt. MDR events are reviewed at quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse.